Manufacturer narrative:
D4: no UDI information is available, the device was manufactured before UDI implementation. H10: the investigation is ongoing. The conclusions will be provided when the investigation is completed.

Event description:
According to information provided by the customer, the strap of the maxi sky 440 ceiling lift broke while the patient was positioned approximately 18 inches above the bed. As a result, the patient fell onto the bed, and the ceiling lift subsequently fell on the patient¿s abdomen. A full abdominal assessment was conducted immediately following the incident. No bruising or signs of injury were observed. Additionally, no behavioural or facial expressions indicative of pain or discomfort were noted during the assessment.

Manufacturer narrative:
Photographic evidence provided confirmed that the strap was broken off. Two staff members involved in the incident reported that, prior to the transfer, the strap appeared to be in acceptable condition. No visible signs of damage, such as fraying or wear, were observed. According to the instructions for use (IFU, 001.16000.33.en), the "daily checklist" section states: "the following procedures must be followed before each use: inspect the straps for any visible signs of wear, frays, loose threads or other damage (...). If there is any evidence of damage, do not use it. Furthermore, the IFU recommends replacing the strap at least every two years or after 2850 cycles, whichever comes first. The unit involved in the incident was manufactured in 2015. A review of preventive maintenance records, customer complaints, and service documentation revealed no evidence confirming that the strap had been replaced within the recommended interval. Therefore, it cannot be ruled out that the strap had been in use for over two years. A portion of the strap label, including the strap serial number, was unreadable. Based on consultation with the manufacturer, the numbers appear to be washed off. The condition of the label suggests that the strap may have been exposed to cleaning chemicals that are too harsh, which could potentially deteriorate the strap over time. In summary, considering the condition of the strap label, a plausible contributing factor to the failure may have been gradual degradation of the strap material due to cleaning practices, potentially combined with extended use beyond the recommended two-year replacement interval. The arjo maxi sky 440 ceiling lift was used for patient transfer when the strap failure occurred. The device did not meet the specification as the strap broke. The complaint was deemed reportable due to a strap breakage during the transfer of a patient, which resulted in the patient¿s fall.